Event description:
It was stated that the customer was hospitalized with a blood glucose reading of 821 mg/dl. The customer had been taking valium and vicodin due to a surgery he had five weeks earlier, and the wife stated that the medication may have contributed to the elevated blood glucose levels. The customer was also vomiting prior to being admitted. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.